Event description:
It was reported that this pacemaker was unable to be interrogated. The device exhibited data issues. Technical services (ts) was consulted and unable to connect via consult. The device remains in service. No additional adverse patient effects were reported.